Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment and balloon rupture occurred. Vascular access was obtained via the femoral artery through a non bsc introducer sheath. The 97-98% stenosed target lesion was located in the very tortuous and moderately calcified right coronary artery (rca). A 1.2 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 3.00mm x 20mm emerge¿ balloon catheter was advanced for predilation of the lesion. The balloon was first inflated to 14 atmospheres for approximately 20 seconds; however, there was still approximately 1mm of waist on the balloon. Then the balloon was inflated to 18 atmospheres for 20 seconds however, the balloon ruptured on the second inflation. The balloon catheter was removed but it was noted that the tip of the catheter was detached. The tip was in the distal end of the guide catheter located in the ostium of the rca. The balloon catheter was again advanced to snag the detached tip. The physician was able to retrieve the tip down to the sheath but the tip could not be removed. Another wire was advanced. The 3.00mm x 20mm emerge¿ balloon catheter was inflated and pressed the detached tip up against the sheath. Everything was able to be removed from the patient's body and a new non bsc sheath was placed. The procedure was completed using a 2.5x20mm emerge¿ balloon catheter and implantation of a 3.0x28mm promus premier stent with great result. No patient complications were reported and the patient's status was fine and stable.

Event description:
It was reported that tip detachment and balloon rupture occurred. Vascular access was obtained via the femoral artery through a non bsc introducer sheath. The 97-98% stenosed target lesion was located in the very tortuous and moderately calcified right coronary artery (rca). A 1.2 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 3.00mm x 20mm emerge¿ balloon catheter was advanced for predilation of the lesion. The balloon was first inflated to 14 atmospheres for approximately 20 seconds however there was still approximately 1mm of waist on the balloon. Then the balloon was inflated to 18 atmospheres for 20 seconds however, the balloon ruptured on the second inflation. The balloon catheter was removed but it was noted that the tip of the catheter was detached. The tip was in the distal end of the guide catheter located in the ostium of the rca. The balloon catheter was again advanced to snag the detached tip. The physician was able to retrieve the tip down to the sheath but the tip could not be removed. Another wire was advanced. The 3.00mm x 20mm emerge¿ balloon catheter was inflated and pressed the detached tip up against the sheath. Everything was able to be removed from the patient's body and a new non bsc sheath was placed. The procedure was completed using a 2.5x20mm emerge¿ balloon catheter and implantation of a 3.0x28mm promus premier stent with great result. No patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen and wire lumen. Magnified inspection identified a longitudinal tear and a complete circumferential tear in the balloon material. The balloon separation was 10mm from the proximal balloon bond. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. The inner shaft within the balloon was separated. The fracture face was stretched and jagged, which indicates that the separation was due to tensile overload. The inner shaft was necked down and stretched at the bicomponent weld. The shaft at the guide wire exit notch was damaged, which is consistent with interaction with a guidewire. There were numerous kinks throughout the hypotube. The midshaft was torn and damaged at the distal end of the hypotube. The inner shaft, markerbands, distal tip, and distal portion of the balloon were not returned for analysis, which is consistent with the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated above the rated burst pressure (rbp) and the dfu states: inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).